Event description:
Due to brown discoloration within the water path and around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on 12/07/2023. As of the date of this report, there has been no response to the recommendation of repair.